Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal anastomosis, in the rectum for the creation of an anastomosis, before firing the stapler, the white safety lever broke. When the surgeon fired the staple, it cuts but did not create anastomosis. The surgeon used another staple of the same lot number to create an anastomosis and complete the procedure.